Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector(s) was damaged. The following information was received by the initial reporter with the verbatim: uadfuse connector cracked upon regular use. No excessive force applied. Tpn, dex, heparin, d10 fluids have been used with the quadfuse. 11/28/23